Event description:
The customer reported the beam alignment was out of conformance. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A beam alignment was performed. The system was then found to be within specification. This malfunction may have resulted in a possible accidental radiation occurrence.